Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event is unable to be identified; however, the event likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the scope presented scope communication error b30 due to corrosion on the video plug, caused by water invasion. Scope communication error e216 was also present due to corrosion of the video plug caused by water invasion. Upon further inspection, it was observed that the image disappeared during angulation in the right-left direction due to damage on the charge-coupled device unit, particularly a short-circuit of the image sensor cable. It was also observed that the adhesive of the bending section cover had a scratch and a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope communication error (b30) message. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that there was an additional e216 scope error, and the image was disappearing at an angle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.